Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. Additional information was requested, and the following was obtained: what device do you use? Psee60 with gst60b loads. Was a leak test performed? I do not have this information. Was the staple line visualized endoscopically during the initial surgical procedure? I do not have this information. How many days after the operation did the leak occur? At 24h. How was the leak identified? Clinical change in the patient. What was observed at the leak site after reoperation? Open staples. How was the leak addressed? I do not have this information.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. Additional information was requested and the following was obtained: the doctor is an expert surgeon in the use of our endocutters. The patient was re-intervened and evolved favorably.

Event description:
It was reported that during an unknown procedure the staple line opened 24 hours after the colonic intervention. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing and needed revision surgery.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what device used? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.